Manufacturer narrative:
B5: additional information was provided which clarified that an underinfusion had occurred (previously reported a no flow). The expected therapy time was 24 hours; however approximately 200ml of medication remained in the device after therapy. There was fluid flow, however, at a slower than expected flow rate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 and december 12, 2023. H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the photo observed fluid inside the device bladder which suggested a possible flow issue. Visual inspection of returned sample noted excess white drug precipitate inside the bladder. Removal of luer cap showed no evidence of flow out of the distal luer. A forced priming was performed that was unsuccessful. Further examination of the flow restrictor revealed drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor; the precipitate was from a chemical reaction of the drug. The reported condition was verified. The cause of the precipitate was determined to be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor during patient infusion. After 24 hours, the device did not deflate. The device contained flucoxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.